Event description:
Covidien hysterolux hysteroscopic inflow tube set was defective and did not secure tight to the inflow port of the truclear set. We had to stop the procedure while the rn ran for new tubing set. Needed to re prime the tubing before we could restart, having a 6-minute delay in the surgery. We then quickly reached the safety limit for deficit on the procedure was ended.